Event description:
It was reported by the representative the device was used during a sigmoid colon resection. It was reported the staple line was leaking. The first donut formed, the second one did not form properly. They sutured the leak to complete the case. There was no consequence to the pt.